Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 09jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested; however, the reported failure could not be duplicated. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.